Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - natus evd3 drainage chamber equipped with a stopcock for cerebrospinal fluid collection and chamber drainage. The stopcock arrow broke. The nurse marked the approximate location of the missing arrow on the remaining stopcock. Manual manipulation of the stopcock was not possible; clamps were required to facilitate drainage. Neurosurgery physician notified to replace the drainage system. Event 2/2.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). The lot number of the affected device was not provided by the customer. CAPA: 005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)". The risk level is considered moderate. Based on complaint of "stopcock broke." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged drip chamber stopcock. The stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The drip chamber stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001rev e) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - natus evd3 drainage chamber equipped with a stopcock for cerebrospinal fluid collection and chamber drainage. The stopcock arrow broke. The nurse marked the approximate location of the missing arrow on the remaining stopcock. Manual manipulation of the stopcock was not possible; clamps were required to facilitate drainage. Neurosurgery physician notified to replace the drainage system. Event 2/2.